Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded that the report fiber did not work is confirmed as analysis identified there was glue failure and a circumferential fracture. The circumferential fracture has the potential for forward firing, thus meeting reporting criteria. It is probable that the identified debris on the metal cap surface contributed to elevated temperatures near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and tissue contact and/or a decrease in cooling saline flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fractures and glue failure. Although, analysis also identified devitrification at the fiber tip, please note devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of the heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a circumferential fracture on the glass cap. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited mild charred debris adhesion on the surface which indicative of tissue contact. The glass cap was observed to be able to rotate independently of the metal cap, as well as able to protrude further from the end of the metal cap than is expected, suggesting glue failure. The fiber was tested with the helium-neon (he-ne) laser fixture. The testing did not identify any signs of breakage along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was performed. The instructions for use states; caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion:based on the observed circumferential fracture and glue failure a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture and glue failure likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2 mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2 mm working distance.

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber did not work. Analysis of the returned device identified a circumferential fracture. The potential for forward firing may exist.